Manufacturer narrative:
Contact office information: (B)(4).

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.

Event description:
The customer reported a vent inop condition, air valve liftoff failure. There was no reported pt involvement.